Event description:
The reported events dull pain and swelling were considered to be symptoms of vein blockage and therefore were not coded. This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+) into the temple (off label use of device). Batch number was reported as unknown. Radiesse(+) was hyper diluted at a 4:1 ratio (product preparation issue). A 23g cannula was used. After the radiesse(+) injection, the patient experienced that felt like she was getting a migraine- dull pain, nausea and double vision. Heat and massage were performed first, then it was flushed with 6 ml of bacteriostatic saline. Her husband picked her up and said it happened about once a year and that there was no need to worry. At the time of this report, she was at the ophthalmologist. Everything improved with swelling going down, but she was sent to an ophthalmologist that found a vein blockage, not macular. Due to the provided information, the outcome of the events was considered as resolving.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vein blockage (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.